Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l information was requested on 06/17/2009, 06/18/2009, 06/22/2009 and 06/29/2009 by phone, fax, and mail. Add'l info was obtained from the surgeon on 6/26/2009 by telephone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/15/2009.

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he began experiencing glare, halos, and impaired vision. The consumer reported that with indoor lighting, he sees objects and people as shadowy figures; has difficulty with determining distance of figures and making out the identity of co-workers. He also has experienced anxiety, emotional distress, social isolation, hopelessness and helplessness as a result of these events. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.